Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a surgery for ileus with adhesions, extensive adhesiolysis, and serosa tears in which adept adhesion reduction solution was used. Post-operatively the patient developed an unrelated indication and was admitted to the intensive care unit (ICU)and was intubated. Subsequently, the patient developed sepsis. It was further reported the patient received ¿almost 2 weeks of treatment in ICU due to sepsis¿. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.